Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. The return in the parent record is a product of an unrelated issue.

Event description:
The head section would not stay up.

Manufacturer narrative:
The device was returned, however, an evaluation was not performed, it was scrapped.

Event description:
The head section would not stay up.